Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous left common iliac artery (cia). A wanda 8.0-40, 80 was advanced to the left common iliac artery and inflated to 10atms, and a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported. Patient condition reported as good.this product is only ous approved but it is similar to an approved us device.